Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he visited emergency room on (B)(6) 2019 at 8 due to a high blood glucose level of 800 mg/dl. The customer's blood glucose level was 600 mg/dl at the time of admission. The customer was assisted in troubleshooting for high blood glucose. The customer was treated with insulin. The customer also reported that the insulin pump had received pump errors. The customer was assisted in troubleshooting and it was reported that he was unable to clear the alarm as well as unable to complete the insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had a detached end cap. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to detached end cap. Device was also received with stuck motor error alarm loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and passed. Unable to verify a35 alarm or e85 alarm due to motor error alarm and detached end cap. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked case at display window corner, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.